Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy pinnacle mom hip implant on his left side on or about (B)(6) 2006, and on his right side on or about (B)(6) 2006. Patient has suffered from debilitating pain in his hip. There is no mention of revision surgery. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 2120326 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.